Event description:
During an in-clinic follow-up, the device was unable to be interrogated via bluetooth low energy (ble). Abbott technical support was contacted, and ble telemetry on the device was restored. The patient was in stable condition.